Manufacturer narrative:
Patient's identifier and weight were not provided. If the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not applicable since the product was not returned. If product returns analysis will be completed and a supplemental report will be submitted.

Event description:
Per (B)(4), patient experienced failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation.